Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the initial attune tibial insert opened for the procedure above, was defective from the manufacture. The surgeon attempted to implant the tibial insert multiple times, but was unable to get the product to seat properly. Further examination of tibial insert revealed that the product had a divot and was defective. This tibial insert was then removed from the procedure, documented as a wasted implant, and bagged for analysis. A non-defective implant was then used to complete the procedure. There was a surgical delay of 15 minutes. Affected side: right knee.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a1, a2, a3, d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned. After physical review, it was identified that the device is damaged due to the chamfer is deformed. However we cannot confirm the damage was the upon receipt condition of the device due to the insert being implanted and removed during the procedure. Additionally, unable to fit to the mating device condition cannot be confirmed due to no mating device was returned. No other issues were observed. The reported damage upon receipt and implant fit issue conditions were not confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Drawing/specifications reviewed? Dwg-1151640605: attune ps fixed insert size 6, current/manufactured rev. H. Dimensional inspection: a dimensional inspection was not performed due to post manufacturing damage. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Based on the inability to find any nc¿s against the provided product code/lot code combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event.